Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 3.38mm x 1.49mm in size. The broken tube adapter made it difficult to install a tip and caused the tip to not be securely attached. Visual inspection was performed and found no damage to the housing. The housing was removed for inspection and found no internal damages. The input disks were manually articulated with no issues. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 6mm monopolar curved scissors instrument tip was chipped. The procedure was completed with no reported injury.